Manufacturer narrative:
Name: (B)(6). Country: spain. Street: (B)(6). City: (B)(6). State: (B)(6). Zip code: (B)(6). Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545. Manufacturing site:3003442380.

Event description:
It is reported that the patient experienced infusion set occlusion issue with the infusion set site on unknown date.